Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there had been an issue with a patient's temperature whilst on the arctic sun. It was reading in the 20's range. Nurse swapped out the temperature probe cable from another system and the issue seem to rectify itself. Mss have asked for the serial number of the system and nurse has kept the cable for return. As per follow up information received on 20sep2022, issue resolved after cable swap. No further issues in therapy. No impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there had been an issue with a patient's temperature whilst on the arctic sun. It was reading in the 20's range. Nurse swapped out the temperature probe cable from another system and the issue seem to rectify itself. Mss have asked for the serial number of the system and nurse has kept the cable for return. As per follow up information received on 20sep2022, issue resolved after cable swap. No further issues in therapy. No impact to the patient.